Event description:
During robotic laparoscopic radical prostatectomy, tip of bag broke open when extracting specimen (prostate) from patient. A second device was opened and used to retrieve specimen. No injury to patient.